Manufacturer narrative:
It was reported that the patient dislocated the patella and had a quadriceps injury, requiring a medial patellofemoral ligament repair. The insert was removed and a smaller trial was inserted (21mm) to repair the mpfl. The affected complaint device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of risk management files and the instructions for use found that the reported failure was documented appropriately. Based on this investigation, the need for corrective action is not indicated. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. Some potential causes of the reported event could include but are not limited to traumatic injury, patient anatomy or abnormal loading of limb. No further investigation is warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that primary procedure was performed in january this year. According to the surgeon, the patient dislocated the patella and had a quadriceps injury, requiring a medial patellofemoral ligament (mpfl) repair. The insert was removed and a smaller trial was inserted (21mm) to repair the mpfl.